Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation.the shaft tip is cracked at the centerline of the pivot pin on both sides. The location, and amount of force required in order induce fracture of the shaft is consistent with overload.

Event description:
It was reported that the patient underwent a discectomy. It was reported that the micro pituitary is missing a pin from the distal jaw. Since the pin is missing, when the handle is engaged the jaw does not shut. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.